Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, preparing the skin before the surgery, using an expired device, multiple tunneling attempts, not using antibiotics, and the patient not attending the post-op visit have been ruled out as potential causes. However, the questionnaire shows the surgical site was not irrigated before closure. In addition to the clinical representative disclosed that the patient has very thin skin and the implanting clinician had a hard time closing with silk sutures. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is user error-patient for wearing stocking over the implant incision causing the scab to be removed.

Event description:
During the patients 2 week post-op appointment, the surgeon noticed the patients incision was red/swollen and had foul smelling drainage. The patient was prescribed antibiotics and will follow up with the implanting physician. There are no plans for explant/revision at this time.